Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator generated an error which rendered the graphical user interface (gui) inoperable.

Manufacturer narrative:
(B)(4). Received information that the event occurred on patient's bedside but the ventilator was not connected to the patient. The patient was transferred to another ventilator. Service engineer (se) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb).